Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a retic stain leak on the coulter lh 750 hematology analyzer (lh 750). Customer reported that controls and reagents were not giving results. Customer reported that the stain tubing kept coming off from the pump. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a plug in shear valve 87. The fse cleared the obstruction and replaced the tubing connecting to port 10. The fse also replaced the tubing throughout the stain pathway.

Manufacturer narrative:
(B)(4).